Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended; no changes or interventions were reported. There were no patient consequences.

Event description:
New information noted programming changes were implemented but the post-paced t-wave oversensing (pptwos) persisted. There were no patient consequences.